Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that portions of the pump touch screen was intermittently unreadable. Reportedly, the screen displayed the continuous glucose monitor graph and all other graphics and text were blocked. There was no adverse impact to customer¿s blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.